Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 3058 interstim urinary mgu ipg, implanted: (B)(6) 2011; biotronik ICD, implanted: (B)(6) 2012; a 5867-3m crdm adaptor, implanted: (B)(6) 2015; a 5092-52 lead, implanted: (B)(6) 2015; 3037 neuro programmer, implant date: unknown. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were exhibiting high and unstable threshold measurements due to dislodgement. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.